Manufacturer narrative:
Follow-up #1: date of submission 04/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2016 with the following findings: an occlusion ¿147¿ alarm was observed in the pump alarm history on 09/08/2015. During testing, the rewind, load cartridge and prime steps were successfully performed with no alarms. The force sensor calibration test confirmed that the sensor detected the correct force. The pump was exercised for 24 hours with no occlusions. An occlusion alarm was induced and the pump emitted the appropriate visual and audible "occlusion detected" alarm. Unrelated to the complaint, the battery compartment was observed to be cracked from the bottom traveling to bumper. Also unrelated to the complaint, the display was found to be dim; the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.